Event description:
It was reported was symptomatic and was hospitalized. Interrogation revealed that there was an increase in pacing threshold and a decrease in sensing. A chest x-ray showed that the right ventricular (rv) lead had dislodged. The rv lead was replaced. During the surgery, the left ventricular (lv) lead dislodged and was repositioned and remains in use. The atrial lead was also repositioned due to the dislodgement of the lv lead and remains in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2013; 429888, implantable pacing lead, (B)(6) 2013. (B)(4).